Manufacturer narrative:
The subject device has not been returned to omsc but was returned to the service department of (B)(4) for evaluation. The service department of (B)(4) checked the subject device and duplicated the reported phenomenon. It was found the camera cable break which occurred the image disappearing and ceasing. The visual field was suddenly lost. The interference stripes of the picture were detected. Those malfunctions occurred when the camera cable was moved. It was also found the corrosion on the ccd unit which occurred due to the leakage between the focus ring and adaptor of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed at the unspecified timing. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to the ccd unit/ camera cable failure due to due to applying the unexpected stress by the user handling or the long-term used deterioration. If additional information becomes available, this report will be supplemented.